Manufacturer narrative:
A surgeon reported a vacuum issue in the phaco quad mode during a cataract surgery. The patient experienced an anterior capsular tear in the left eye (os) the surgeon performed an anterior vitrectomy and chose to use a different intraocular lens (iol) than was planned. The system operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Avoid setting the patient above the fluid management system (fms) unless patient eye level (pel) is used. Operating with the patient above the fms without pel adjustment will result in a lower irrigation pressure than indicated on the display, and possible under-venting. Use of balanced saline solution irrigating fluid bags other than those approved by the company for use in the active fluidics system can result in patient injury or system damage. Use of appropriate technique and settings is important to minimize fragments and turbulence. Do not remove the fms during the surgical procedure. In the event of a system error, release footswitch to the up position. Improper handling or removal of dual irrigation handpiece tip from eye may cause draining of the fluidics system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a vacuum issue in the quad mode during a surgical procedure. The patient experienced an anterior capsular tear in the left eye (os) the surgeon performed an anterior vitrectomy and chose to use a different intraocular lens implant (iol) than planned.